Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery dropped suddenly from 65% to 0%. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported blood glucose level was 165 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy.